Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon layer came apart. Worried that it may not have all come out-vagina [foreign body in reproductive tract]. Layer comes off when taking the tampon out. It may not have all come out [complication of device removal]. Tampon layer came apart [device breakage]. I don't remember the tampons having the "smooth layer" before when I used them a few years ago [product quality issue]. Consumer sent e-mail stating the tampons had a smooth layer that came apart when taking the tampon out. No serious injury was reported.